Manufacturer narrative:
The history of driveline infection on 08sep2017 was captured under MFR report number 2916596-2017-02245. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 years. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted and treated on (B)(6) 2017, due to sepsis associated with driveline infection. The blood culture was positive for serratia marcescens. The patient was upgraded to status 1a on the transplant list due to driveline infection. The patient underwent routine transplant on (B)(6) 2017.